Event description:
Related manufacturer report number 1627487-2022-01869. It was reported the patient lost effective therapy due to high impedance. Reprogramming was unable to resolve the issue. Surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Additional information received indicates the leads were replaced. Effective therapy was restored post-op.

Manufacturer narrative:
Corrected data: d6a - date of implant - corrected to (B)(6) 2003 from (B)(6) 2016 d4: lot number - corrected to 17494 from 5363017. D4: serial number - left blank since this device is not serialized. D4: UDI - corrected to (B)(4) from (B)(4). D4: expiration date - left blank since the date is unknown. H4 - device manufacture date - left blank since the date is unknown. A patient lost effective therapy due to high impedance was reported to abbott. Reprogramming was unable to resolve the issue. As a result, the leads were explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.